Manufacturer narrative:
The reported leak was confirmed by the investigation. The tapered administration port and port adapter of the returned device is missing. The probable cause of the missing port adapter tube is improper feeding of the tube into the container during the manufacturing step resulting in a tube not being present at this location during the sealing process. As no lot number was identified, a manufacturing batch record review could not be performed and the manufacturing date is not able to be identified.

Event description:
It was reported that, on an unknown date, the device was noticed to have leaked erbitux from the connected side of the intravenous set when the bag was hung from the stand to begin patient therapy. It was also reported that there were no holes, cuts or tears noted prior to filling the empty container with medication. There was no patient involvement reported. No additional information was reported.